Event description:
It was reported that the cs300 intra-aortic pump (iabp) would not trigger. The patient was post coronary artery bypass graft (CABG). Low cardiac output resulted in patient going into cardiac arrest with atrial fibrillation (a-fib)/ rapid ventricular response(rvr) .patient was being a-paced. Waveform was dampening. Additionally, it was reported that the a mi(myocarial infarction), hemorrage was a difficulty post-operatively that may have led to a decreased arterial pressure. Patient expired. Cardiopulmonary resuscitation(CPR) was performed.

Manufacturer narrative:
The customer requested a functional checkout of this unit after the patient expired during use. A getinge service territory manager (stm) was dispatched to the customer's site. The fse evaluated the iabp and was not able to duplicate any issues. Pump triggered on all settings and functioned properly. All calibrations were verified; the pump has passed all tests. The fse performed full pm test procedures of this pump and let the unit run overnight, and confirmed with biomed the pump did not fail during this time. The unit was returned to the customer and cleared for clinical use.¿ the production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The initial reporter full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic pump (iabp) would not trigger. The patient was post coronary artery bypass graft (CABG). Low cardiac output resulted in patient going into cardiac arrest with atrial fibrillation (a-fib)/ rapid ventricular response (rvr). Patient was being a-paced. Waveform was dampening. Additionally, it was reported that the a mi (myocardial infarction), hemorrage was a difficulty post-operatively that may have led to a decreased arterial pressure. Patient expired. Cardiopulmonary resuscitation (CPR) was performed. A separate report will be submitted for the intra-aortic balloon (iab).